Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that a patient has experienced rainbow glare in the unknown eye after lasik surgery. The patient symptoms are continuing.

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6., and h.11. A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event. The device was successfully verified prior and after the day of event. Most recent onsite visit from field service engineer performed and signed service installation record. System meets specification as per service installation record. During onsite visit the field service engineer replaced the part "arm,articulated". Field service engineer performed system verification as per service installation record. The replaced part is not known to be related to the event that was reported. No technical root cause was identified as the product was found to be within specifications. The manufacturer internal reference number is: (B)(4).